Event description:
"Motor leaked oil into sterile field" was reported by sales rep. No add'l info was available at this time. Rga number was requested and add'l calls will be made to obtain info, rep. Reported. On follow up it was reported that the scrub tech saw bubbling of oil at the swivel joint. The surgeon believed oil was present in the surgical site. Site was irrigated with copious fluid containing antibiotics. There were no known pt consequences. Oiler condition was checked and was not over filled and was properly mounted (level).